Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was removed because of pain and tinnitus on the implanted side. In addition, the patient had relatively poor performance and was a non-user for nearly a year.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely tinnitus and pain. No information received points to the device having caused these symptoms. This is a final report.

Event description:
It was reported that the device was removed because of pain and tinnitus on the implanted side. In addition, the patient had relatively poor performance and was a non-user for nearly a year. The patient has been explanted.